Event description:
It was reported that vessel dissection occurred. The 95% stenosed, complex, diffused, and long target lesion was located in mildly calcified right coronary artery (rca). The patient also had a long left circumflex (lcx) lesion, pre-dilation was performed with a 2.0x20 non-boston scientific (bsc) balloon catheter and a 2.5 x 48mm synergy stent was deployed in the distal to mid lcx. Then a 2.25 x 38mm synergy stent was deployed in the distal rca, touching the posterior descending artery (pda). Subsequently, a 3.00 x 48 synergy ii drug-eluting stent was also deployed at 15 atmospheres to treat the proximal to mid rca. However, intimal dissection of the artery was found at the proximal end of the stent. Another 3.0 x 16mm synergy stent was implanted to cover the dissection. The procedure was completed with post-dilatation of a 3.0 x 15 non-bsc balloon catheter. No further patient complications reported. The patient status was stable following the procedure.

Manufacturer narrative:
B5: describe event or problem has been updated.

Event description:
It was reported that vessel dissection occurred. The 95% stenosed, complex, diffused, and long target lesion was located in mildly calcified right coronary artery (rca). The patient also had a long left circumflex (lcx) lesion, pre-dilation was performed with a 2.0x20 non-boston scientific (bsc) balloon catheter and a 2.5 x 48mm synergy stent was deployed in the distal to mid lcx. Then a 2.25 x 38mm synergy stent was deployed in the distal rca, touching the posterior descending artery (pda). Subsequently, a 3.00 x 48 synergy ii drug-eluting stent was also deployed at 15 atmospheres to treat the proximal to mid rca. However, intimal dissection of the artery was found at the proximal end of the stent. Another 3.0 x 16mm synergy stent was implanted to cover the dissection. The procedure was completed with post-dilatation of a 3.0 x 15 non-bsc balloon catheter. No further patient complications reported. The patient status was stable following the procedure. It was further reported that the dissection grade was flow limiting.